Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 19.5 cm distal to the is-1 connector pin. The proximal and the severely stretched distal lead fragment were returned for analysis. In between a segment of the lead body was missing. Multiple signs of wear along the lead fragments were noted. In particular 44.5 cm proximal to the lead tip the insulation was found rubbed through. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore there were multiple extraction damages such as fractured conductor cables, cuts in the insulation with blood infiltration and deformed shock coils. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 72 months, oversensing with inappropriate therapies was reported.